Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/13/2020. H.6. Investigation: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that the needle hub separated and the barrel is damaged. All returned syringes were examined and 2 out of 3 samples were returned with the hub-needle/shield assembly separated from the barrel. The remaining syringe exhibited broken flanges. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200864499, 200863773] noted that did not pertain to the complaint. There was one (1) notification [200863775] noted for damaged tip causing missing zero lines. There was one (1) notification [200842714] noted for cracked barrel. There was one (1) notification [200863709] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that prior to use with a bd syringe 0.3ml 29ga 1/2in the hub separated with 3 devices and one had a cracked barrel. The following information was provided by the initial reporter, translated from japanese to english: needle hub separation occurred in 3 syringes. In 1 of the 3 syringes, the damaged barrel was also found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd syringe 0.3ml 29ga 1/2in the hub separated with 3 devices and one had a cracked barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: needle hub separation occurred in 3 syringes. In 1 of the 3 syringes, the damaged barrel was also found.